Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering a patient line is blocked message. The patient stated all tubing was open and unblocked. Patient reported a scale reading error during treatment. After attempting to troubleshoot, the patient was advised to cancel treatment. The patient reported observing a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient reportedly completed the treatment at the clinic. There was no medical intervention. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the reported symptom code (fluid leaking) was not confirmed. The reported symptom code (scale reading error warning) was confirmed. The reported symptom code (trng: soft alarm-patient line is blocked) was not confirmed. An exterior visual inspection of the returned cycler showed signs of physical damage. The rear panel was pushed in and not seated in the bottom cover. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Mushroom head check passed. Glucose test strip failed. Valve actuation test passed. Teach pump test passed. Failed the ¿go/ no go gauge¿ check on the right side (pump side) one of three points of measurement failed the ¿go¿ check. Failed the load cell verification. Cycler displayed reading of 4157.3 grams was out of specification. Performed the load cell calibration and load cell is stable. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures. There were visual discrepancies encountered during the internal inspection. Found bent and kinked port 13 and hp3 tubing. Found signs of dried fluid underneath the pump assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
"."